Event description:
Lead management case to extract two leads due to cied system/pocket infection with endocarditis and vegetation. The physician prepped both leads with llds and began lasing with a 16f glidelight sheath. Several activations of the laser were used in an attempt to free the leads. A visisheath was then introduced and the blood pressure dropped suddenly upon reaching the svc. The CT surgeon quickly performed a sternotomy and noted that the subclavian and innominate vessels appeared emaciated in appearance. The patient was treated with a ¿y¿ graft and bovine pericardium patch. The patient survived the intervention and the remainder of the procedure was abandoned.

Manufacturer narrative:
(B)(4). Placeholder.